Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon separation and catheter entrapment occurred. While using a sterling balloon catheter, the balloon became stuck on the .014 non-bsc guidewire and could not be removed. When trying to remove the balloon, it separated from the shaft. The procedure was completed with no pt complications reported. Pt status reported as "fine". Add'l info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.